Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal unknown and extraneal viaflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. It was not reported whether the patient was hospitalized or received any treatment. Outcome for the event of peritonitis was not reported. Action taken with dianeal and extraneal therapies was not reported. The physician did not provide an opinion of causality for the event peritonitis in relation to dianeal and extraneal therapies.